Manufacturer narrative:
Update 20th may 220. Natus complaint reference # (B)(4). Note - date of report was changed to 04/01/2020 & description of event problem was also changed from detail that was included on initial report. Investigation results & findings. Product examination & functional testing: 4/03/2020 natus technical service received e-mail with photos from asc technician who confirmed the technician who assembled the algo 5 system at the facility did not follow the assembly instructions. 4/24/2020 natus factory service reported there were broken screws still attached to the column. The column and the base were not attached in house, they were assembled by the customer. It appeared that only 2 of the 6 screws were used when assembled. The weight of the column was too much for 2 screws and subsequently they snapped inside the column.". CAPA and complaint trending review: there are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review. Doc-000105 rev n, i.d. 3.5 identifies" improper assembly causes cart screws to loosen over time and components become unstable and detach, which results in musculo-skeletal injury to patient, operator, or bystander" as a hazardous situation. The associated severity score is 6 which is deemed moderate and the associated risk rating score is 18 which is deemed medium. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR review DHR review not applicable because the technician at the facility did not assemble the device per the instructions. Service record review (if applicable) a search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found. This issue will be continued to be monitored.

Event description:
Customer reported that one of the algo 5 cart came apart at the site.

Manufacturer narrative:
Algo 5 cart (p/n 000619 algo 5 dsp box assembly, s/n (B)(4), shipped 2/28/2020) fell apart at the site. Upon inspection of this machine, only two of the six bolts were placed in the base - shiny residue around the two holes that were used differ from the other four holes. It also had two broken bolts that rolled out from under the machine when the tower broke off from the base. Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated, check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Algo 5 cart (p/n 000619 algo 5 dsp box assembly, s/n (B)(4), shipped 2/28/2020) fell apart at the site. Upon inspection of this machine, only two of the six bolts were placed in the base - shiny residue around. The two holes that were used differ from the other four holes. It also had two broken bolts that rolled out from under the machine when the tower broke off from the base.